Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The ventilator had failed the leak test from the general checkout procedure. Bench testing and inspection revealed that the turbine was seized due to an unknown contaminant within the turbine assembly. Internal inspection also revealed an unknown contaminant on components u7 and j3 of the motor board. The turbine and motor board were replaced.

Event description:
It was reported that the ventilator would not pass the circuit leak test.